Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted the device weighed 226.3 grams. Yellow particles and creases were observed on the device shell. Under microscopic analysis a sharp-edged with wear abrasion opening was assessed as surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.